Manufacturer narrative:
Tandem's pump user guide "place bottom of the cartridge at the end of the pump. Make sure cartridge is lined up to both guide tracks. Push on the circular fill port next to the cartridge tubing to slide the cartridge onto the pump." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge change error message occurred. Customer¿s blood glucose was 250 mg/dl. During the report it was found that the customer was not following the screen prompts when performing the load sequence. A new cartridge was successfully loaded, and customer resumed insulin therapy.